Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: event 2: material no: 2420-0500, batch no: 200553178. It was reported that nurse connected medication and was hanging tubing for the first time out of the package, and the tubing fell apart at the clip junction when inserting the blue clip into the pump. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response 25-sep-2020: on the second occurrence, the nurse connected some medication and was hanging the tubing for the first time (just out of the package), they inserted the blue clip in the pump and the tubing fell apart at the clip junction. This occurred on 9/22.

Manufacturer narrative:
H.6. Investigation: one primary set, model 2420-0500 lot 20053178 was received by the customer for investigation. Upon visual inspection, it could be observed that tubing was disconnected from the slide clamp. No other defects were observed. The customer's complaint that tubing fell apart at the clip junction was verified. A device history record review for model 2420-0500 lot number 20053178 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing. It could be identified that the solvent had not been applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: event 2: material no: 2420-0500 . Batch no: 200553178 . It was reported that nurse connected medication and was hanging tubing for the first time out of the package, and the tubing fell apart at the clip junction when inserting the blue clip into the pump. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response (B)(6) 2020: on the second occurrence, the nurse connected some medication and was hanging the tubing for the first time (just out of the package), they inserted the blue clip in the pump and the tubing fell apart at the clip junction. This occurred on (B)(6).